Event description:
This rv lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2016. A call was placed to technical services on 01/22/2016 reportedly stating that the system was exhibiting noise which was oversensed and resulting in some non-sustained events on the rv channel. Noise could be reproduced with isometrics. Impedance varied between 600 ohms to 734 ohms. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).